Event description:
The localization wire was placed in the left breast. Upon review of placement, the wire was found to be straight without the usual hook segment. Despite hook missing, the position was correct and the wire taped into place. But due to a concern of the suspected lesion, the surgeon opted to wait until the radiologist arrived for consultation purposes before proceeding with the breast biopsy. Pt was taken to room. Approx three hours later, the pt was placed on the table for breast biopsy. However, the hookwire was noted missing from the left breast and it was assumed had come out while the pt waited in her room. A second localization wire was then placed. Several days later, the pt felt some discomfort in her right arm area and suspected it was the wire. After attempting to remove it herself, she contacted surgeon who removed the wire upon a clinic visit.